Manufacturer narrative:
Additional information (23-jun-2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample and reagent probes and the sample and reagent valves. All the positions, including the blind hole, of the sample and reagent probes were checked and any necessary adjustments were made. The sample and reagent manifold, substrate pump, level sense board, and ground connection on the sample carousel were replaced. The cse also verified the tip jam functionality, checked the pump volume, and decontaminated the instrument. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens filed the initial MDR 2247117-2021-00021 on 23-jun-2021.

Manufacturer narrative:
Siemens is investigating this issue.

Event description:
Five discordant, (B)(6) igg antibodies patient results were obtained on an immulite 2000 instrument. The initial results were reported to the physician(s) and were questioned. The same samples were repeated on the same instrument. The repeat results were reported, as (B)(6) results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) igg antibodies patient results.